Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on her insulin pump, which was not resolved by a set change. The customer's blood glucose was 280 mg/dl. Troubleshooting was performed. During a fixed prime, insulin did not exit and the pump alarmed no delivery. Insulin did not exit when pushed through with a plunger, after the reservoir and infusion set were disconnected and reconnected. The customer assembled a new infusion set and reservoir and insulin did exit the tubing during a manual prime, and the pump did not alarm with no delivery. It was explained that the alarm had been caused by an occlusion of the infusion set and/or reservoir. Nothing further reported.